Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented for a follow-up, the device was found to have reached premature eri due to premature battery depletion. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of faster than expected depletion near eri was confirmed. Bench testing on the device was performed, and no sources of high current were noted. The device functionality was tested and no anomalies were noted. The longevity estimate to eri was found to be inaccurate. The root cause of inconsistent remaining longevity estimate near eri which was indicated by the programmer could not be identified.